Manufacturer narrative:
E1- reporter address: (B)(6) h6- e3261- multiple organ dysfunction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through patient outcome that the patient passed away due to multisystem organ failure and infection. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. It was communicated that the pump was deactivated but was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists bleeding, various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the infection was not related to the left ventricular assist device (lvad) but on the return cannula of the extracorporeal membrane oxygenation (ECMO) circuit. The patient developed multiorgan failure and gastrointestinal bleeding. The death was not considered to be device related and the device reportedly operated as expected.